Event description:
It was reported that the atrial lead exhibited under sensing and a change in thresholds. The atrial sensitivity was changed and the patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.